Event description:
Additional information was received from the healthcare provider indicated that the patient was difficult stick during the refill p procedure. It was reported that while in the hospital a magnet was placed over the pump and the pump was programmed to minimum rate mode. When the pump was refilled with the same drug the patient was admitted into the intensive care unit. That following day they decided to refill the pump with new drug.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was hospitalized, and when the hcp checked the volume of the drug, it was 20 ml. When the nurse added a new volume of the infuse, it became 13 ml for one night. This meant there was a loss of 7 ml just for one night even though the drip was just in low volume. It was noted the pump might be over infused for just 1 day. The hcp stated there may be a potential malfunction. Additional information received from a healthcare provider reported the patient was hospitalized due to symptoms of overmedication (lethargy, somnolence, awakens to stimuli like talking but if not stimulated then patient falls back to sleep). Patient status lethargy and somnolence worsened while in the emergency room resulting in patient being started on narcan drip to keep patient awake. It was noted the most likely cause of the volume dropping from 20 ml to 13 ml was a pocket fill into the space between pump and calcification within the patient's body. A thorough root-cause analysis/investigation including consultation with manufacture representative was performed. The patient was discharged home after 1 night of hospitalization and had no reports of overmedication or concern of pump malfunction since discharge.